Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: 20g IV inserted with blood flash into chamber. Needle would not retract back into chamber for removal. IV had to be pulled out and another IV placed in another location.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.